Event description:
Customer reported that a pt sample containing anti-c did not react with all c-positive cells of 0.8% resolve panel a lot 8ra191. No death or serious injury is associated with this event.